Manufacturer narrative:
The product was unavailable for return. Therefore, an eval of the device was not possible. A review of the mfg records was not possible as no lot number was provided. All of our valves are 100% tested at the time of manufacture.

Event description:
A family member of a pt that had a strata valve implanted in (B)(6) 2011 alleged that the device was not regulating pressure well.